Event description:
Device issue: none. Adverse event: in-stent restenosis. Time of adverse event: approx 1.5 months and 20 months post stent implantation. It was reported, via trial, that approx 20 months post, a right internal mammary artery (rima) graft to right coronary artery (rca) stenting procedure, placing 3 xience v stents in a restenosed graft (index procedure on (B)(6) 2008), and approx 1.5 months post, a rca stenting procedure, placing 2 xience v stents (index procedure on (B)(6) 2010), the pt experienced chest pain and shortness of breath upon exertion. An angiogram performed on (B)(6) 2010, found approx 50% in-stent restenosis (isr) within the 3 xience v stents located in the arterial graft and approx 90% isr in the 2 stents placed in the rca. The ECG was negative for myocardial infarction. No treatment was done for the 3 stents; however, on (B)(6) 2010, a cutting balloon and drug eluting stents were placed within the 2 stents in the rca. On (B)(6) 2010, the event resolved and the pt was discharged to home. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). The xience v 3.0 x 18 (part 1009541-18, lot 8052961), xience v 3.0 x 28 (part 1009541-28, lot 8043061), xience v 3.0 x 8 (part 1009541, lot 8040961), and xience v 3.0 x 15 (part 1009541-15, lot 9121741) are being filed under a separate medwatch MFR numbers. Evaluation summery: the reported angina and stenosis are listed in the xience v instructions for use (IFU) as known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Additionally, angina, stenosis, dyspnea and hospitalization are listed in the risk assessment matrix as no-fault complications. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design. All sds are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.